Event description:
On (B)(6) 2012, a physician's assistant reported that she had seen a patient who reported painful stimulation and normal diagnostics; however, a small fracture was present. No additional information was available. Follow up with the physician's assistant was performed. It was stated that the patient identity, condition, adverse events, or any other information was unknown. No additional information was available.

Manufacturer narrative:
.